Event description:
The patient had a re-implant of the rns neurostimulator and two depth leads on (B)(6) 2025. On (B)(6) 2025, the patient presented with purulent drainage, skin breakdown and hardware exposure. On (B)(6) 2025 the patient underwent a surgical washout and closure with the device retained, (i.e. The device was not explanted). The patient was seen by infectious disease and cultures were taken; confirmed positive for c. Acnes. The patient was treated initially with IV daptomycin and ceftriaxone then narrowed to ceftriaxone with culture maturation. Three weeks into treatment the patient developed hepatitis, and pruritus while on ceftriaxone. Treatment was changed to oral amoxicillin which was completed on (B)(6) 2025.

Manufacturer narrative:
(B)(4) the rns neurostimulator and leads remain implanted and programmed for use.